Event description:
Back-out of locking screw.

Manufacturer narrative:
Evaluation summary: an investigation of the nail and a review of the DHR were not possible because neither the nail nor the product details (catalog number and lot code) were provided. The case was evaluated by an expert from the development department (technical evaluation) and by a medical expert (clinical evaluation). The case is attributed to a mix of insufficient bone quality (patient related) and insufficient treatment (user related). No non-conformity identified; no previous or actual actions are in place.

Event description:
Back-out of locking screw.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.